Event description:
Ous MDR - on (B)(6), 2015 the patient arrived to his 3 months visit, in which the rv lead parameters revealed a dislodgment (verified in x-ray as well). On (B)(6), 2015 the patient went through a lead revision. The physician complained about an abnormal fixation mechanism of the lead (using a stylet and a dh, the screw could not be screwed-in back). Therefore, the lead was replaced. This lead was not returned for analysis.

Manufacturer narrative:
The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the mechanical inspection, a stylet intended to be used with this lead could not be properly introduced and advanced within the lead, which can be considered to be the root cause of the clinical observation. Subsequent analysis revealed the presence of coagulated blood along the inner coil of the lead. These blood residuals were most likely introduced into the lead by means of stylets used during the surgery. Cuttings in the insulation were found which occurred most likely during explantation procedure. In summary, coagulated blood was found along the inner coil of the lead, which was introduced most likely during the surgery. The analysis did not reveal any sign of a material or manufacturing problem.